Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, when using the monopolar curved scissors (mcs), it was not closing completely, making the surgeon unable to cut the necessary tissues. The mcs was removed from the cavity and immediately exchanged for another mcs. The procedure was completed with no reported injury.